Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 148 mg/dl. Notification light stopped flashing immediately. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.